Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, medical device problem code, component codes and investigation conclusions), h11 corrected field: b5. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. The pressure tubing and three way stopcock were also returned for evaluation. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and pressure tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. The alarm could have resulted from the kink found on the catheter tubing. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported during an intra-aortic balloon therapy a catheter restriction alarm was reported during use of the iab catheter. Upon assessment, a noticeable kink was observed at the insertion site, likely due to a high sheath placement and tight dressing. The catheter was repositioned by the physician; however, the restriction alarm continued to occur approximately every 10 minutes. No patient harm or injury reported.

Event description:
It was reported during an intra-aortic balloon therapy a catheter restriction alarm was reported during use of the iab catheter. Upon assessment, a noticeable kink was observed at the insertion site, likely due to a high sheath placement and tight dressing. The catheter was repositioned by the physician; however, the restriction alarm continued to occur approximately every 10 minutes.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6) regional medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11 corrected field- h6-investigation findings, investigation conclusions.